Event description:
It was reported that the patient underwent gynecological surgical procedure on unknown date and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 along with concurrent perineorrhaphy, posterior colporrhaphy, enterocele repair and rectocele repair due to symptomatic rectocele. It was reported that following insertion the patient experienced urinary/bowel problems, recurrence, bleeding, dyspareunia and neuromuscular problems. It was reported that patient underwent mesh removal on (B)(6) 2008 due to exposed rectocele mesh. No additional information was provided. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.